Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was not returned due to hospital policy. No device malfunction was suspected. No further information could be obtained despite good faith efforts.